Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 422 mg/dl. The customer reported waking up with high blood glucose levels because he was not able to treat for the peanut butter he had eaten. The customer was just starting with insulin pump therapy and had a couple of questions on how the insulin pump worked. No additional information was provided.